Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in a bronchial fibroscopy procedure performed on (B)(6) 2024. During the procedure, the jaws of the biopsy forceps failed to close. Another forceps was used to complete the procedure. There were no patient complications as a result of this event.